Event description:
On (B)(6), 2011 the vns treating physician reported that the vns patient was being sent for battery replacement due to nearing end of service = yes. The patient was recently hospitalized after a seizure and was supposed to have been discharged on (B)(6), 2011. The manufacturer's consultant reported that this is very normal for the patient and that he has been in and out of the hospital often. The consultant also reported that the patient has many seizures and the physician cannot contribute it one way or the other to vns. The patient had battery replacement surgery on (B)(6), 2011 and the hospital reported that the generator was sent back to the manufacturer that day but they have not yet been received by the manufacturer for product analysis. When additional information is received, it will be reported.